Event description:
It was reported that patient had been in an accident on (B)(6) , which was about 2 weeks after having the second implantable neurostimulator (ins). The patient had lost coverage in part of her arm after the accident and had suffered whiplash, a herniated disc, and other ¿physiological problems.¿ the patient¿s back was constantly hurting and her bladder would ¿relax¿ causing the patient to wet the bed. The patient was going to have an MRI of her back to ¿see what was going on with [the patient¿s] spine.¿ one of the patient¿s leads went to the patient¿s neck and ¿they¿ were unsure if the lead was working. The patient had also suffered a concussion at one time, but it was not alleged to have affected or have been caused by the ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).